Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms and high threshold measurements. As a result, the lead was surgically abandoned and replaced. There were no additional adverse patient effects.